Manufacturer narrative:
Conclusion: vasospasm is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The information in this report was collected during the review of stroke cases for a (B)(4). The information available regarding this event is limited to the procedural report provided by the hospital. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. During the review of the manufacturing records for this lot, it was noted that the hospital used the catheter after its labeled use by date.

Event description:
During a stroke procedure, the patient experienced a vasospasm. This was treated with medication and resolved. The site reported this event as mild in severity, not serious, and with an uncertain relationship to the penumbra system. This MDR is associated with MDR 3005168196-2011-00263 through 3005169196-2011-00266.